Event description:
As reported, the front end of a 7x40 precise pro rx stent system was found damaged and the stent was cracked when the stent was opened. Another precise pro device was used to successfully complete the carotid stenting procedure. There was no reported patient injury. The temperature exposure indicator on the pouch was checked and confirmed to show a clear black dotted pattern on a grey background. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), and the device was prepped in the tray. The position of the tuohy borst (hemostasis) valve upon receipt was unknown, but it was confirmed to be closed prior to removing the device from the tray. The stent remained constrained within the outer sheath when removed. A stopcock was connected to the y-connector of the tuohy borst valve, and no difficulties were encountered while flushing either the stopcock or the sds. No abnormalities were noted in the stent delivery system prior to use. No unusual force was applied during stent deployment. The device was returned for evaluation. A thorough inspection was performed observing that the stent is partially deployed approximately 1 cm.

Manufacturer narrative:
As reported, the front end of a 7x40 precise pro rx stent system was found damaged and the stent was cracked when the stent was opened. Another precise pro device was used to successfully complete the carotid stenting procedure. There was no reported patient injury. The temperature exposure indicator on the pouch was checked and confirmed to show a clear black dotted pattern on a grey background. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), and the device was prepped in the tray. The position of the tuohy borst (hemostasis) valve upon receipt was unknown, but it was confirmed to be closed prior to removing the device from the tray. The stent remained constrained within the outer sheath when removed. A stopcock was connected to the y-connector of the tuohy borst valve, and no difficulties were encountered while flushing either the stopcock or the sds. No abnormalities were noted in the stent delivery system prior to use. No unusual force was applied during stent deployment. The device was returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked, a thorough inspection revealed the stent was partially deployed, approximately 1 cm. The hemostasis valve was tightly closed, and no other notable details were observed. The usable length and l2 length were measured, and dimensional analysis results were found to be within specification. A functional test was performed to determine if the stent could be deployed as expected. The hemostasis valve was unlocked, and the stent deployment test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected, and the stent was successfully deployed. The stent expanded normally, showing no damage or anomalies. The distal tip and the stent were inspected using a vision system. The distal tip showed no damage or anomalies, and the stent was properly expanded with no fractures or other damage observed. The reported ¿catheter tip damaged¿ and ¿stent fractured¿ were not observed during analysis of the returned device. The exact cause of these events cannot be determined as these damages were not visualized. A ¿stent delivery system (sds) deployment difficulty partial deployment¿ was observed as the stent was partially deployed when the device was received for analysis. Consequently, the analysis cannot ascertain whether intentional deployment was initiated and remains inconclusive. Therefore, based on the information available for review it is difficult to determine the root cause for the event, it is likely that user handling factors contributed to the issue. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the front end of a 7x40 precise pro rx stent system was found damaged and the stent was cracked when the stent was opened. There was no reported patient injury. The device was returned for evaluation.